Manufacturer narrative:
Problem code 2907 captures the reportable event of fiber tip detached. Investigation results: the fiber was returned in one piece. The piece measured approximately 319.1 cm from the top of the connector and includes a portion of the distal tip. The exposed glass portion of the tip measured approximately 0.05 cm. The remainder of the distal tip was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on november 20, 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the physician felt like the tip broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a different laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use for a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the physician felt like the tip broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a different laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.